Manufacturer narrative:
The reported issue was confirmed on 12/12/2018. The flow rate was found to have a deviation of 174.04% which is out of +/- 5 % specification. Besides the reported issue, the pump was also found to have a dented keypad, and lcd display that was outside of specification, and a grinding door latch. In addition, the pump failed the pressure test and could not build pressure over 10 psi. It was deemed necessary that the pump should have the motor and peristaltic plate replaced. No repair was taken because the initial reporter denied the estimate. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 04/22/2016.

Event description:
A distributor reported a free flow issue to zyno medical on (B)(6) 2018. The distributor received an email from the initial reporter on (B)(6) 2018, stating that the affected pump was free flowing during testing. No patient was involved.